Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol unfolds incorrectly, leaving the proximal haptic stretched and breaking the haptic, however the lens remains inside the anterior chamber, the lens was cut and removed from the eye. Another lens with the same power was implanted during initial procedure.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). The lens has been cut into two pieces, typical of insertion and removal from the eye. The optic has a small split on the edge. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. Broken haptic damage was observed. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). The viscoelastic indicated is not qualified for the lens/company delivery system combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. We are unable to verify there was an issue with unfolding of the lens. A fold test was unable to be performed due to extensive damage to the lens. The manufacturer internal reference number is: (B)(4).